Manufacturer narrative:
(B)(4).

Event description:
During a pulmonary vein isolation procedure, a pericardial effusion occurred. Following a difficult transseptal puncture, a tacticath quartz ablation catheter was advanced into the left atrium and mapping was performed. The ablation catheter appeared outside of the geometry created and an echocardiogram along with contrast injection under fluoroscopy revealed a cardiac perforation. Devices were pulled back, protamine was administered, and the case was stopped. The patient remained asymptomatic and no further intervention was required. There were no performance issues with any sjm device.

Manufacturer narrative:
(B)(4).the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.